Manufacturer narrative:
H.6. Investigation summary one photo was received and evaluated. A single loose unshielded safetyglide needle was depicted in the photo. A loose black foreign matter material particle was observed on the cannula near the tip, outside the fluid path. The foreign matter observed appeared to be larger than level 3 in size, which is rejectable per product specification. A physical sample is necessary to determine it¿s size more accurately and its composition. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The root cause could not be determined. No corrective actions are necessary based on the defective rate identified. Batch 9172716 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: dirty dirt on the needle tip.

Manufacturer narrative:
Result codes: 114. H.3 conclusion codes: 4315.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: dirty dirt on the needle tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: dirty dirt on the needle tip.